Event description:
Sales consultant reports pt with a broken pangea screw. Pt was originally implanted (B)(6) 2008 and the broken screw was removed on (B)(6) 2010.

Manufacturer narrative:
Addition information has been requested. Manufacture site, manufacture date, and 510k number cannot be determined without a part and lot number. Investigation has not been completed, no conclusions can be drawn. Device history record review cannot be requested without a part and lot number.